Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Pain tongue [glossodynia], head detaches coming off in mouth¿came off the metal vibrating on tongue- oral-b power oral care refills [device breakage], becoming loose¿having to hold the toothbrush heads down with hand- oral-b/power oral care refills [device connection issue]. Case narrative: consumer via phone stated that the head is becoming loose and comes off in mouth and just leaves the metal pin in mouth. No serious injury was reported.